Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6), 2011, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Intra-operative images were of poor quality due to the pt's weight. On (B)(6), 2011, a CT scan revealed a distal type I endoleak. On (B)(6), 2010, the physician extended distally with a contralateral leg component. The endoleak resolved and no further complications have been reported.